Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: resection of nucleus pulposus it was reported that during surgery, the hand shank of the micropituitary broke. The product came in contact with the patient. The surgery was completed successfully. No patient complications were reported as a result of the event.